Manufacturer narrative:
Analysis of the log files from the AED is ongoing and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.

Event description:
A customer reported that their AED would not power on but would power on with a spare battery pack. They reported that this did not occur during patient use.

Manufacturer narrative:
Analysis of the AED's log files identified that the customer's failure to promptly address red asi warnings reduced battery life expectancy. On (B)(6) 2023 the AED identified that the AED was placed into service with out the pads attatched and attempted to alert the user by flashing its red asi and chirping. The AED continued to flash and chirp until (B)(6) 2023 when the battery pack was measured at a critically low state and the AED began reporting replace battery pack now. The AED continued to flash and chirp until (B)(6) 2023 when the battery pack became completely depleted. There was no evidence in the electronic logs of any human interaction to address the aeds condition until (B)(6) 2023 when a replacement battery pack was inserted into the AED. The review identified that the AED functioned as designed and can stay in service.